Event description:
It was reported that a surgical intervention was performed due to a broken plate. The plate was removed.

Manufacturer narrative:
The associated peri-loc vlp proximal tibial plate was not returned for evaluation. No clinical relevant information was provided, therefore, a thorough medical investigation could not be performed. However, should a fragment of the "blocked screw" be retained in the bone, it is an implantable alloy, although it remains unknown if micro-motion is possible. The patient impact beyond the revision procedure itself cannot be determined based on information provided. No further medical assessment is warranted at this time. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. Without the return of the actual product involved, our investigation of this report is inconclusive.  No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.